Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode 44 lead kit, 60cm length, model: 3244, UDI: (B)(4), serial: n/a, batch: 26285.

Event description:
It was reported one of the patient's leads has high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has high impedances.